Event description:
A review of maude found a report from another device MFR (see 9681121-2012-00013), where a (B)(6), female, pt, reported she was diagnosed with acanthamoeba karatitis (ak) while wearing ciba vision optix night and day soft contact lenses and using complete multipurpose solution easy rub. Pt was treated for 'pink eye' 2 weeks or so prior to diagnosis of acanthamoeba. Symptoms were not improving so she sought further medical treatment. Pt was diagnosed with ak on (B)(6) 2011, after a culture of both eyes was positive. During treatment pt experienced ocular pain, photophobia and tearing. The pt was released from care in (B)(6) 2012. She states her visual acuity is unaffected by the disease. She only notified the contact lens MFR because the doctors thought the infection was due to the contact lenses. The pt wears her lenses on an extended wear basis. They are approved for one month continuous wear. During that month it is typical for her to begin to experience itching and discomfort at which time she removes lenses, rinses with complete (or other multipurpose solution), allows lenses to soak for a few hours in multipurpose and then resumes lens wear (misuse).

Manufacturer narrative:
Prior to infection. She showered in her lenses,but did not swim. She now wears daily wear disposable lenses that she discards daily. The pt states that she is not '100% certain' that the reported lot number is from the bottle she was using when she began to experience symptoms. (B)(4) photophobia. A review of the mfg records for the reported lot was performed; no deviations were noted and product met all specifications. Chemistry eval results of retained unit from the reported lot were within specifications. Add'l product investigation is ongoing. All pertinent info available to amo has been submitted.